Manufacturer narrative:
No product will be returned per customer. However; the customer¿s complaint that the tubing set separated at the upper fitment was confirmed. A photo provided by the customer observed that the silicone pumping segment was completely separated from the upper fitment. The set appeared to be completely primed with solution. The root cause of the separation could not be definitively determined.

Event description:
It was reported that the rn primed the tubing set and initiated the infusion of an unspecified medication. Approximately (10) minutes later, the rn was called to the patient's room by the patient's mother and found that the tubing set had separated at the upper fitment. The customer later stated that there were no adverse effects caused to the patient as a result of this event.

Manufacturer narrative:
Unable to determine the cause of the customer's reported complaint because the set has been discarded by the customer and will not be returned. The root cause of this failure could not be identified.

Event description:
It was reported that the rn primed the tubing set and initiated the infusion of an unspecified medication. Approximately 10 minutes later, the nurse was called to the patient's room by the patient's mother and found that the tubing set had separated at the upper fitment. The customer later stated that there were no adverse effects caused to the patient.